Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being replaced for normal battery depletion. The physician experienced difficulty removing the pace/sensing leads. The physician had not loosened the top set screw, once that was loosened the leads were removed without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.